Event description:
Information received indicates the brake is not working when engaged from the foot or head end pedals.

Manufacturer narrative:
The technician found the brake linkage was broken. The technician used a brake/steer upgrade to repair the stretcher.